Manufacturer narrative:
The service engineer evaluated the ventilator and replaced the rechargeable batteries. The ventilator passed self-testing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator went into an inoperable state. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.

Manufacturer narrative:
Batteries were returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned components was performed, no anomalies were found. An investigation was performed and the product analysis technician reported that one of the battery root cause was isolated to the firmware on the battery due to a manufacturing process. The second battery root cause was isolated to the voltage was out of specification. If information is provided in the future, a supplemental report will be issued.